Manufacturer narrative:
The customer reported the multigas unit displayed an error message. The customer does not remember the exact verbiage of the error. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. The customer switched to a different unit and continued monitoring without issue. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. 08/19/2021 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I can not provide this information. Patient information is never shared outside of our organization. No patient harm or injury occurred from the failure of this device. That is all I can share. Additional model information: concomitant medical device: the following device was used in conjunction with the multigas unit: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: ni.

Event description:
The customer reported the multigas unit displayed an error message. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. There was no patient injury reported.

Event description:
The customer reported the multigas unit displayed an error message. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported the multigas unit displayed an error message. The customer does not remember the exact verbiage of the error. Per the customer, during use, the gas monitor stopped monitoring then they lost all waves and numerics. The customer switched to a different unit and continued monitoring without issue. There was no patient injury reported. Investigation summary: the root cause is determined to be component failure: sensor needed replacement. Sensor is a replaceable component, where the longevity is dependent upon the following factors: · instrument and parts must undergo regular maintenance inspection at least every 6 months. · if stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Ensuring the environment is optimal as described in the operator's manual. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? Manufacturer references # (B)(4) follow up 001